Event description:
It was reported that the patient underwent a surgical procedure to explant this ambicor penile prosthesis (app) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. Patient presented to the hospital with a curvature in penis, due to a possible crossover of the cylinders.